Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology is unk and at the time of implant it was reported that the aneurysm was large and eccentric. Pt has a history of coronary artery disease, obesity, diabetes, hypertension, hyperlipidemia, chronic obstructive pulmonary disease and mitral regurgitation. The pt was lost to follow-up and in 2004, it was reported that the stent graft was being explanted. The explanting physician reported that the pt had a type ii endoleak early on which seemed to have resolved and then recurred. The pt developed an increasing size of their aneurysm to 7.2 cm. The aneurx stent graft was explanted and a dacron graft was sewn in. The pt was sent to the intensive care unit in stable condition. The explanted stent graft was returned to medtronic and its eval has been completed. Etiology of probable leak leading to aneurysm enlargement was difficult to detect as pt suffered a generalized coagulopathy during surgery and source of leak could not be distinguished from the general oozing in the surgical field. The radiologist reported a type 1 leak in the posterior stent graft, possibly due to noted neck dilation, which may have been especially hard to appreciate under the circumstances. Reduced porosity material (rpm) is know to 'blush' on x-ray prior to coagulation, and may ooze in a pt experiencing a coagulopathy.